Event description:
It was reported that there was a perforation of the catheter. While performing a renal cyst sclerotherapy with 95% alcohol, it was noted that contract was leaking from a flexima drainage catheter. Under fluoroscopy it was noted that there was a tear from the alcohol treatment. A guide wire was then inserted into the catheter and went through the tear. The device was removed and the procedure was completed with another of the same device. No patient complications were noted and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).